Event description:
Customer called to report the pump did not have an audible tone nor it did vibrate. Troubleshooting was performed. The pump did not vibrate and the audible tone could not be heard. Devices was not dropped, bumped, or exposed to moisture.